Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on 05/04/2026, the patient experienced a skin reaction with inflammation/swelling and an infection at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. The skin reaction was treated with an oral antibiotic cephalexin (unspecified dosage). There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition is good. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).